Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had site issues. The customer's blood glucose was 410 mg/dl. The customer mentioned her pump fell off. She was feeling irritable and a little sweaty. The customer stated that the blood glucose came down to 377 mg/dl. The insulin pump will not be returned for analysis.